Event description:
It was reported that the customer had high blood glucose levels and was hospitalized on (B)(6) 2014. Customer had a broken hip and broken knee cap from cleaning her kitchen window. Customer was cleaning her kitchen and fell. Customer was hospitalized and was wearing the pump at the time of the emergency room visit. Customer was advised to disconnect from the pump. Customer's blood glucose level was 322 mg/dl. Customer had a scratch on the screen. Customer found no air in the tubing. Customer ran a manual prime and the insulin did not exit the tubing. Customer found leakage at the top of the reservoir. Pump settings were reviewed and were found to be correct. Customer does not have a tubing clamp and will call back once they receive a tubing clamp to complete troubleshooting. Customer stated that the tape was not sticking to her body and her belt clip was broken. Customer also had a no delivery alarm that was resolved by a set change. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.